Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to perform the occlusion test and no delivery test due to a prime anomaly. The pump passed the displacement, unexpected restart error, self test, and operating currents tests. There was no unexpected battery out limit noted. The pump had a cracked reservoir tube lip, a minor scratched display window, a missing end cap sticker, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. The alarm occurred during normal use. Customer's blood glucose was 138 mg/dl. The battery cap was checked and the alarm was cleared. The programming was checked and customer was sent a replacement battery cap.